Event description:
It was reported that the device could not be interrogated and did not respond to the application of a magnet. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed a no output and no telemetry condition. Further analysis confirmed the reported telemetry problems were due to premature battery depletion. The depleted battery was caused by high current leakage in an external battery filter capacitor.